Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the video baton produced an intermittent image. The customer reported that the video baton had "slop" at the hdmi connector. It was noted that depending on movement, the image would cut out and the monitor would display "please connect a camera". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.